Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not detecting the door is closed. This occurred during programming in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem "pump not detecting door is closed" was reproduced. A review of the event history log revealed "door jammed!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the out of adjustment hooks and link. The hooks and link are required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.